Event description:
On (B)(6) 2015 the reporter contact animas alleging the patient¿s blood glucose was above 600 mg/dl extreme drowsiness, nausea, symptoms of dehydration, chest pain, and vomiting. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history. Reportedly, the pump successfully delivered an air bolus which was incorrectly recorded in the bolus history. This complaint is being reported because the reported hyperglycemia was attributed to an alleged pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1. Date of submission (B)(6) 2015. Product analysis: the device was returned and evaluated by product analysis on 07/17/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box found no related issues or abnormal pump behavior. The pump¿s total daily dose history correlated appropriately to the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, the keypad was found to be torn. Evaluation revealed all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.